Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the lead would not go into the first battery during the 2nd stage implant procedure. Another battery was opened and the lead was connected with no problems. It was reported that there was just a bad battery connection. The lead was not able to connect all the way down after multiple tries and adjustments. The first battery was not used and was in the possession of the manufacturer representative.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient via the manufacturer¿s representative reported that there was a defect in the implantable neurostimulator (ins) and was replaced on (B)(6) 2017. It was noted by the patient that in (B)(6) 2016 the device was no longer responding to the remote or to the representative¿s remote and surgery was needed to assess the device. The patient stated that ¿the surgery reported not only the battery not working but two of the four electrodes were defective and the decision was made to replace the device¿.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no significant anomalies in the ins.

Manufacturer narrative:
Fdc added again due to system error in last supplemental report.

Event description:
Fdc added again due to system error in last supplemental report.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined conclusion code no longer applies to this event. Additional review determined method codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.